Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 26-jun-2019 with the following findings: a review of the pump histories showed that the basal delivery totals in total daily dose (tdd) history did not match the programmed basal rates on (B)(6)2018 and (B)(6)2018. There was no data in the black box from these dates due to continued use of the pump. All other basal delivery totals correctly reflected user's programmed basal rates. Times in the basal change history on (B)(6)2018 were inconsistent, changing from 9:02 pm to 12:56 am. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours with no issues occurring. All basal deliveries performed during testing were consistent with programmed basal rates and accurately recorded in tdd and basal change history. The complaint of a history settings issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the basal programs in the pump history do not match. There is reportedly a basal amount showing in the basal history that is not showing the basal programming. The reporter also stated that a bolus was given at 5:46 am and the patient was reportedly sleeping at that time and did not give themselves a bolus delivery using the ez-bg menu. There is no indication the alleged product issue caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.